Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump notified customer to change the cartridge. Customer resolved the issue by performing a pump reset. Cartridge was reloaded. Upon follow up, customer reported there were no further issues and declined to provide further information. There was no reported impact to customer's blood glucose.